Manufacturer narrative:
Upon visual inspection it was noted that the motor and the rotor bearings were corroded.

Event description:
Customer stated that during a procedure, the device operated automatically. There was no medical intervention and no delay in the procedure.